Event description:
The customer reported a variance between the inratio inr result and the point of care (poc) inr result. On (B)(6) 2015, the customer stopped taking warfarin and stopped testing on the inratio device. On (B)(6) 2015, the customer was hospitalized for a blood clot. At the time of the event, the customer had been off of warfarin and not using the inratio device for over one (1) month. On (B)(6) 2015, the customer started warfarin and lovenox. On (B)(6) 2015, first day of retesting on inratio device. Inratio inr result was 4.8 and an alternate poc inr result was 1.8. The therapeutic range was 2.0 - 3.0. The nurse performed the finger stick and applied the first drop of blood to the inratio testing strip and then used the same finger stick to apply a drop of blood on the physician's poc testing strip. Testing on the inratio device while on lovenox is considered off label use. Additionally, the customer was reported to have cancer. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. The patient was reported to have cancer. Internal investigation has determined that certain relevant conditions such as advanced stage cancer may contribute to discrepant inr results. A medical device correction letter (december 2014 recall ) has been sent to customers to inform them of these patient conditions. Alere technical support discussed medical device correction letter with the patient and re-sent copy of the letter to the patient to discuss with the physician. It was reported that the customer was on lovenox. This is considered off-label usage and cannot be ruled out as a cause for the customer's unexpected result. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.